Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. The reported dissatisfaction with the vision in the surgical field is most likely not attributable to the user of the outer resectoscope sheath. Defects or the like of the outer sheath were not specified. Instead, it is likely that the dissatisfaction with the visibility is directly related to the irrigation system chosen by the customer. It was further reported the customer did not use a pump was not used for fluid management as normal saline was free flow. The lot number for the subject device could not be obtained and was not provided by the customer; therefore, a device history records could not be reviewed. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed that during therapeutic transurethral resection of the prostate (turp) procedure, the user experienced poor outflow, which resulted in poor vision and the equipment was exchanged to a competitors equipment. This led to a prolongation of approximately 30-40 minutes. However, the procedure was successfully completed with the competitors equipment. An olympus representative was onsite during 5-6 similar procedures to help fix the problem but could not succeed.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.